Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred. This is being submitted as part of a retrospective review to identify malfunctions with the potential to cause serious injury.

Manufacturer narrative:
Consumer experienced the same event with two brushes. Events occurred the week of (B)(6) 2011. The product used were either spinbrush proclean powered toothbrush soft (B)(4) or spinbrush proclean powered toothbrush medium (B)(4).